Manufacturer narrative:
The reported complaint of an air trap error message was confirmed based on the evaluation of the thermogard console (sn (B)(4)) performed by biomed technician at customer's site. Visual inspection of the console found that the air trap block needed cleaning. Biomed technician was able to clear the air trap error message by cleaning the air trap. Following the air trap block cleaning, the thermogard passed all the testing with no issue or faults observed. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, the patient underwent cooling treatment using icy catheter. Upon catheter insertion, blood backing up into lures and an icy catheter leak was suspected. After catheter replacement, therapy started successfully. Next day after the treatment started, user observed mid: 09 (air trap assembly) error on console. Moisture was observed in the airtrap holder. Customer's attempts to clear the error were unsuccessful. The console was replaced to continue with the treatment. No known impact or patient consequence was reported. For catheter issue, see MFR: 3010617000-2018-00845.